Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: -deposits and tissue residues on the product -particles in the prechamber permeability test: the test showed that the progav 2.0 shunt system is permeable. During the test, turbid liquid with particles leaked from the shunt system. Computer control test: the computer control test showed the opening pressure of the progav 2.0, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 1.40 cmh2o. This is not within the specified tolerance of 8 ± 3 cmh2o. An applied pressure of 8 cmh2o, with the device in the horizontal position is expected to have a resultant pressure of 8 ± 3 cmh2o. According to our result, we can detect a presence of an accelerated outflow. Additionally, the shuntassistant was tested according to standard procedure in the vertical position of the valve. At a fixed opening pressure of 15 cmh2o in the vertical position, a pressure of 15 +4/-2 cmh2o is expected. The results indicated that at a reference flow of 20 ml/h in the vertical position, the shuntassistant had a pressure of 15.46 cmh2o. This is within the specified tolerance of 15 +4/-2 cmh2o. Adjustability test: the progav 2.0 was found to be adjustable to all pressure settings. The shuntassistant is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force of the progav 2.0 was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated shunt system was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, the valves were finally opened with a special tool. After dismantling of the valves, deposits were found in both valves. Results: based on our investigation results, we have determined that there was an accelerated outflow in the shunt system at the time of our investigation. Detected deposits were the cause of the accelerated outflow in the shunt system. Existing deposits in the csf can temporarily impair the function of the valve and is described as concomitant symptoms in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Event description:
It was reported that a progav 2.0 (#fx410t) was implanted during a procedure performed on (B)(6) 2020. According to the complainant, the shunt system caused an overdrainage and had adjustment difficulties. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.